Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed all supplies and resumed insulin. The customer's blood glucose level was 330 mg/dl. As the events occurred in the past, troubleshooting was unable to be performed with tandem technical support.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was unable to be evaluated as no used cartridges were returned with the device. Additionally, different issues were identified.